Event description:
A 52 mm centering catheter was incorrectly placed. The proximal catheter marker was mistaken for the distal catheter marker and was placed distal to the target lesion. This resulted in the treatment being performed approx 52 mm distal to the target lesion. The site reported that only a small distal portion of the lesion was treated. The decision was made to treat the pt at a later date. The pt is stable at this time. It should be noted that several subsequent follow up conversations with the site resulted in conflicting info related to the details of event. Additional info was received indicating that one of the catheter markers may have been missing, however, the catheter was reported to have been discarded at that time.